Event description:
It was reported that the user experienced persistent hyperglycemia with pump alerts indicating high glucose following a factory reset, with fingerstick glucose values reported as high as 474 mg/dl and prolonged time above range. The infusion set was reportedly changed, multiple manual insulin doses totaling approximately 15 units were administered, and the pump was recalibrated while the ilet resumed learning after the reset. No symptoms were reported. The outcomes of the event included continued hyperglycemia requiring subcutaneous insulin injections, followed by subsequent improvement of glucose levels to 173 mg/dl. The investigation included review of device data and user coaching on calibration, infusion set replacement, ketone testing, and high glucose management. Investigation of the case revealed that the exact cause of the event remained unclear, with potential contributing factors including post¿factory reset adaptation and possible infusion site or insulin delivery variability, while the device was reported to be delivering insulin. Based on previously established findings for similar reports, the cause was concluded to be undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.